Event description:
The biomedical engineer (bme) reported that the unit will inflate the cuff correct pressure, but during the deflation portion the pump does not do anything and does not deflate the cuff. Tech support (ts) asked the customer if the unit give a "module failure" message, and the customer stated that "no. It just sits there not doing anything." Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the unit will inflate the cuff correct pressure, but during the deflation portion the pump does not do anything and does not deflate the cuff. Tech support (ts) asked the customer if the unit give a "module failure" message, and the customer stated that "no. It just sits there not doing anything." Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp pump on the bedside monitor (bsm) would inflate the cuff to the correct pressure, but during deflation, the cuff would not deflate. The bsm did not give an error message. No patient harm or injury was reported. Investigation summary: the customer was to call back with a decision on whether they wanted to send the device in for evaluation, but the customer was unresponsive when nihon kohden technical support (nk ts) tried to follow up with them. Nk was unable to confirm the reported issue nor determine a definitive root cause, due to the limited information provided, as the issue is user dependent, and the device was not returned for evaluation. Potential causes for nibp pump failures are physical damage to the device or its components or use errors. Use errors include the use of incompatible cuffs/hoses/cables, the cuff is wrapped too tightly or loosely, the hose or line is not connected properly, a bent hose, the nibp measurement is performed concurrently with an ibp measurement, or patient conditions such as: body movement, arrhythmia, and/or being under spinal anesthesia during CPR, as a pulse wave is not detectable. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the nibp pump on the bedside monitor (bsm) would inflate the cuff to the correct pressure, but during deflation, the cuff would not deflate. The bsm did not give an error message. Not in patient use.